Manufacturer narrative:
An event regarding crack/fracture involving a partnership trial head was reported. The event was confirmed. Method & results: device evaluation and results: device was not returned however, inspection of provided images shows the head trial broke. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the head trial broke when the surgeon tried to remove it from the stem. Inspection of provided images confirms the head trial broke. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
After trial reduction, the head trial broke when the surgeon tried to remove it from the stem. All the fragment was removed from the customer.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After trial reduction, the head trial broke when the surgeon tried to remove it from the stem. All the fragment was removed from the customer.